Event description:
It was reported that this left ventricular (lv) lead was recently implanted and there was concern about loss of capture. Technical services was consulted and advised to bring the patient in and evaluate the lv lead as it may have dislodged or moved. Currently, this lv remains in service and no adverse patient effects were reported.